Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's standby mode did not function. The customer reported that the device would go into standby temporarily, but then the standby mode would stop once the device starts to operate. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
The service engineer (se) reported that the issue was confirmed during airflow accuracy testing, and that the airflow displayed on screen was -1.0 standard liters per minute (slpm), when the setting was set to zero. The se reported that the flow sensor zero calibration was performed, and the issue was resolved.